Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: implantable neurostimulator. Product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(4), ubd: 24-oct-2015, UDI#: (B)(4). Product ID: 3777-45, serial/lot #: (B)(4), ubd: 24-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient¿s overdischarged ins was replaced on (B)(6) 2018 with the newest ins model. At the time of the replacement an impedances check was done and electrode 2 had impedances of greater than 40,000 ohms. All others were within normal limits. The physician was aware of this issue and did not replace the leads, only the ins was replaced. No further complications were reported/anticipated. See related regulatory report # 3004209178-2018-10798